Event description:
It was reported that the patients ipg was difficult to be charged and was difficult to communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed and the reported allegation that the patient was having difficulties charging the ipg and could not communicate with the remote control (rc) was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patients ipg was difficult to be charged and was difficult to communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.